Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low battery life, no delivery, and button error alarms. The customer states their device is out of warranty and would like the pump replaced. The customer's blood glucose level at the time of incident was unknown. The customer declined to troubleshoot for the low battery and no delivery. The customer was advised the pump could be replaced due to the button error. The customer declined to do any troubleshoot and wanted a new pump. The customer was transferred to consultants for new pump.